Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator did not start. There was no patient involvement. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). The ventilator was investigated on site and the software was reloaded. The dc/dc & standard connectors printed circuit board (pcb) was replaced and returned for investigation. The dc/dc & standard connectors pcb was installed in a ventilator for simulated use testing. No alarms were generated or other problem occurred during the test. The dc/dc & standard connectors pcb was working as expected. Evaluation of the received log file confirms the boot up problem. Based on the device log evaluation our conclusion is that the problem was likely caused by an internal communication error and it was resolved by a re-installation of the same software version.

Event description:
Importer ref. #: cc-cpl-2018-01928. Manufacturer ref. #: (B)(4).